Manufacturer narrative:
Additional information was received indicating the reported issue was found during routine testing.

Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis in good condition. Three separate delivery accuracy tests were performed, and the pump was visually inspected. The customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%.

Event description:
Information was received indicating that a smiths cadd legacy 1 pump failed the accuracy test by -9.00%. There was no reported injury to the patient.